Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test due to volumetric accuracy out of limits. The assignable cause was determined to be cracked piston & foam disintegrated. Baxter will continue to monitor similar reports to determine if further actions are required.